Manufacturer narrative:
This follow-up report is being submitted to relay additional information. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported by the legal team that the patient underwent a right poly revision approximately 7 years post implantation. It was noted that the tibial component was loose and was revised once observed. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported by the legal team that the patient underwent a right knee revision approximately 7 years post implantation due to unknown reasons. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h10; h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed the device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records for this event were not provided. A definitive root cause cannot be determined. The complaint is unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b3; b4; b5; d6b; g3; g6; h1; h2; h6. B3: event date unknown. D6b: explant date unknown. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Subsequently, the patient was revised on an unconfirmed date due to pain, improper wear, and aseptic loosening. No further details or medical records have been provided at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2. Root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental.